Event description:
Prytime is filing this report with an abundance of caution due to the presence of an introducer sheath, which may have contributed to the dissection of a patient's right iliac artery, requiring surgical intervention for repair. The introducer sheath is manufactured and labeled by the OEM and included in prytime's convenience kit. The case involved a 17-year-old male patient who was presented to the facility after sustaining a gunshot wound at close range with an assault rifle. The patient's injuries were identified at the left buttocks and hip, possibility an exit wound in the left groin. Upon arrival, the patient was in hemorrhagic shock, tachycardic with a low blood pressure in the 60's. Blood products were administered in the ed and then the patient was transferred to the or. In the or, percutaneous access was gained at the right common femoral artery (cfa) via a 7fr sheath. Initial placement of the reboa catheter was inserted and inflated at zone-1 for approximately 10 minutes and then adjusted to zone-3 for 20 minutes; total occlusion time was approximately 30 minutes. Per the medical team at the user facility, it was unknown if partial or complete occlusion was utilized. No issues were reported during the use of the catheter or sheath. It was noted that the patient was small, with small vessels (-0.56cm femoral) and probably weighed less than 100lbs. Following completion of the or procedure, the catheter balloon was deflated and removed in or. The sheath remained in place, as ir was planning on using the sheath for additional procedures. The patient was transferred to ir where they discovered a dissection of the patient's right iliac artery. Ir physician placed a stent to repair the dissection. The exact cause of the iliac dissection was unknown; however, execution of the reboa procedure could not be ruled out as a potential contributing factor. Overall, there was no confirmed deficiency with the prytime product exhibited in this case. There was no reported or alleged failure of the kit components, the kit, or its labeling.